Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level. Customer blood glucose value was 402 mg/dl at the time of the incident. Another blood glucose value was 338 mg/dl. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. It was unknown that auto mode feature was active or not at the time of event. The customer was neither in the emergency room, nor admitted into hospital as a result of high blood glucose. Customer stated leaks or air bubbles was not present in the tubing reservoir the insulin pump will not be returned for analysis.